Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module blood set was backflowing the following information was received by the initial reporter with the following verbatim: we had another blood tubing back-flow issue, involving rbcs. After the cns/cpl meeting earlier this week, and based on the recommendation from the perelman infusion nurse, I advised my nurses to make sure they clamp the free spike right above the chamber. Turns out most of my nurses do that anyway, but it was done with this transfusion and didn¿t work. Nurse ended up using hemostat to stop the rbcs from dripping.

Manufacturer narrative:
It was reported that there was backflow. One photo was taken by the customer which verifies the back flow complaint. Due to no sample being returned further investigation can not be conducted. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.